Manufacturer narrative:
Final analysis found a partial lead was returned in four pieces. The damage found was sustained during the surgical procedure. No fracture or shorts were observed on the partial returned lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient's condition was stable post procedure.